Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that an episode was recorded by the patient's recorder that the rep thought not to be real. The device is still in use. No patient complications have been reported as a result of this event.